Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During testing outside the patient, it was found that the device was leaking gas. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.